Event description:
The manufacturer became aware of an allegation visualization of particles in tubing/chamber and severe asthma while using a rep dreamstation auto CPAP. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
H3 other text : the device has not yet been returned to the manufacturer.

Manufacturer narrative:
The manufacturer became aware of an allegation visualization of particles in tubing/chamber and severe asthma while using a rep dreamstation auto CPAP. Repeated attempts to have the device and components returned for evaluation and investigation were unsuccessful. The manufacturer believes they will be unable to gather additional information. The manufacturer is submitting a final report at this time. If pertinent information becomes available to the manufacturer at a later date, an addendum to this final report will be filed. Box h: evaluation method code, evaluation results code, component code grid and conclusion code grid has been updated.